Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience prime stent was implanted without issue; however, during removal, the stent delivery system (sds) could not be retracted into the guiding catheter. It was confirmed that the balloon was fully deflated. The sds balloon was inflated at a low pressure then neutralized. The sds and the guiding catheter were removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.